Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. It was also reported that the wake button was delayed in responding to touch and that the touch screen was unresponsive. The customer will continue to use the pump for insulin therapy. Customer¿s blood glucose level was 61 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of usb port not charging was verified, however the alleged issue of touchscreen and wake button unresponsiveness could not be verified.